Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported event of cerebral brain death could not be conclusively established through this evaluation. The account reported that the patient had expired on (B)(6) 2021. (B)(4) was not returned for evaluation. Multiple requests for additional information were sent to the account; however, no additional information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists neurologic dysfunction and death as adverse events that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome the patient passed away due to cerebral brain death additional information was requested but not provided.